Manufacturer narrative:
Samples received: 2 open and 3 closed pouches received. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 4,075 units. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches (closed ampoules) showing ampoule leakage. When opened the three closed pouches received, the ampoules were also showing leakage. The ampoules received have been optically evaluated and a defect in the sealing bar of the ampoules was found. The leakage of the glue occurs at this point. It is possible that the samples when opened in the hospital were less affected and only a small part of glue has been leaked and polymerized along with evaporation could have caused that the ampoule seems with less volume. But in fact, the ampoule was leaking and the defect was found in the initial steps of the polymerization process. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Please note that temperature and humidity conditions affect the product. Histoacryl should be stored below 22ºc at all times. Final conclusion: taking into account that the results of the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Less quantity of glue in ampoule.